Event description:
Post-operative condition arthroscopic slap lesion repair and a right shoulder thermal capsulorrhaphy. Information received from attorney stated patient had 4 additional surgical procedures. Legal notification indicates an unknown electrothermal arthroscopy system and probes were used during surgery. First surgery was (B) (6) 2001; second surgery (B) (6) 2002; third surgery (B) (6) 2004; fourth surgery (B) (6) 2005 and fifth surgery (B) (6) 2005.

Manufacturer narrative:
No product is being returned for evaluation. (B) (4).